Event description:
Customer reports back to back testing to a professional meter while using the advantage sys with results of 101mg/dl on customer's meter and 40mg/dl on the professional meter. Customer reports she did not feel well and called the ambulance; was treated with a shot of unk content and taken to the hosp where she passed out. Treatment rec'd at the hosp was not provided. No controls were run. A request was made for return of the suspect prod and a replacement was sent.